Event description:
Approx two weeks after generator replacement surgery, vns pt complained tha they felt the generator when they moved their arm across their chest and that the device was stimulating erratically. Revision surgery is planned, during which the generator will be repositioned. The pt reported that they timed the device stimulation cycles and indicated that the device was not stimulating at programmed intervals. Timing of device stimulation cycles by treating neurologist using vns therapy programming system confirmed that the device was stimulating at the programmed intervals. Device diagnostic testing was within normal limits, indicating proper device function review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether device migration was the cause of the pt's complaint and subsequent revision surgery.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. Visual inspection was performed at the bench with no visual anomalies noted. The concomitant device (bipolar lead) was also returned and analyzed. Approximately 37cm of the lead assembly was returned for analysis in pieces. The lead's electrodes were not returned for evaluation. The outer silicone tubing is torn at approximately 9cm from the connector bifurcation exposing the coils in their inner tubing. The outer silicon tubing is abraded open at approximately 1.5, 5 and 8cm from the connector bifurcation. The inner tubing of one of the lead coils is abraded open at the 8cm location. This condition could potentially have an impact with the intended delivery of stimulation. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. Scanning electron microscopy was performed at the area where the coil was exposed. Scanning electron microscopy identified that the appearance of the coil surface did not show any electro-plating or pitting conditions. The condition of the lead is consistent with conditions that exist after the explant procedure.